Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient¿s symptoms, event date. The patient experienced bilateral capsular contracture (unknown grade), left-sided lymphadenopathy, and right-sided breast mass. Sonogram performed on (B)(6) 2021 indicated left-sided rupture. MRI performed on (B)(6) 2021 indicated left-sided rupture and right-sided breast mass. The event date was updated to (B)(6) 2021. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with two 400cc mentor memorygel breast implant prostheses and experienced bilateral rupture postoperatively. The patient had a consultation with a healthcare professional. As a result, the patient underwent removal and replacement with two 550cc mentor memorygel breast implant prostheses (catalog #: 3505504bc, left serial #:(B)(4), right serial #: (B)(4)) on (B)(6) 2021. The devices were discarded upon explantation and are not available for product evaluation. The patient¿s symptoms were improved after the revision surgery. This report is for the right-sided prosthesis.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).